Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion in the battery compartment. The reporter denied any damage to the battery cap or battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the battery cap was not returned with the pump for investigation; a test battery cap was used for investigation. The pump remained unresponsive and would not power on; there were no audible tones or vibrations present upon battery insertion. Investigation revealed moisture contamination inside the battery compartment and multiple cracks in the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was removed and there was no evidence of any additional moisture. Investigation determined that the moisture was the cause of the pump being unable to power on. Unrelated to the original complaint, investigation revealed the following: the audio bolus button cover was torn; the pump base was cracked between the case seal and the keypad; leak testing revealed a leak at the crack in the pump base; a cold solder connection was found on the continuous glucose monitor board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.